Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self test, unexpected restart error test and displacement test. However, unit alarmed motor error during basic occlusion test and compromised force sensor system during prime test at 4.0 lbs due to faulty force sensor resistor. Unable to perform occlusion test, excessive no delivery test and delivery accuracy test due to force sensor resistor anomaly. The motor was tested outside the device and passed. Unit received with stripped battery cap coin slot. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised forced sensor alarm while trying to get out of suspend. His blood glucose was over 600 mg/dl. During troubleshooting, the customer stated that the insulin is squirting out during the manual prime process and that they are stuck in the rewind complete/ bolus delivery loop. He stated that the drive support cap was normal and that he had not pressed the cap while connected. The customer was advised that insulin pump would need to be replaced, to discontinue use of the pump and to revert to the back-up plan per his doctor¿s orders. Also, advised the customer that the possible cause of the compromised forced sensor alarm was that it occurred during seating the forced sensor and that it did not detect the reservoir. The insulin pump will be returned for analysis.